Manufacturer narrative:
Philips received information indicating that the ECG waveform during use was incorrect. No additional information was provided regarding the evaluation or cause of the reported issue. Based on the results of the analysis, it was determined that the product has malfunctioned and the most likely cause of the reported problem was a faulty lead set, but that was not confirmed. The issue was resolved by the hospital's equipment department replacing the electrocardiogram leads. After replacement it was confirmed that the equipment resumed normal operation. Reporting institution phone # (B)(6). Reporter phone # (B)(6).

Event description:
It was reported that there was an abnormal ECG waveform observed during use, no additional information was provided. The device was in use on a patient at the time of the event. There was no adverse event reported.